Event description:
Report received of a tubing separation. Patient was receiving tpn via one lumen of a double-lumen PICC line. Unspecified "critical drips" were infusing via the second lumen and an insulin drip was infusing via an unknown i.v. Access site. The nurse entered the room and found that the tubing through which the tpn was infusing had separated at an unspecified site. There was no blood loss, however one lumen of the PICC line had occluded. The nurse temporarily stopped the insulin drip. A peripheral IV was started and 10% dextrose was hung. The reporting nurse estimated the tpn infusion was off approximately 30 minutes. Tpa was instilled into the occulded lumen and after several attempts, successfully reopened the lumen. A new bag of tpn was hung and the insulin drip resumed. There was no known drop in blood sugar and no reported adverse event.